Event description:
It was reported that 1 month the patient had surgery for a pocket revision because the implantable neurostimulator (ins) was too superficial and started to erode. The patient now was experiencing coupling issues and was only able to get 4 bars on the recharger even after using the antenna locate feature. The ins was now so deep that it was card to feel through the skin upon palpitation. A new recharger was tried with the same results. The recharger showed 4 bars only when the patient was standing up and leaning over. The other times there were 0 bars. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: problems with recharge coupling since revision were the primary reason for current overdischarge state. Representative had been working with patient since revision and had never been able to get more than 1-2 bars. Antenna locate had been done with readings in the 40's.

Event description:
It was confirmed that the ins was not overdischarged.